Manufacturer narrative:
Summary of the investigation: a thorough re-investigation of the manufacturing process confirmed that all production steps were carried out in accordance with defined procedures. No deviations or anomalies were identified that could be linked to the reported issue. Complementary in-depth electrical testing was conducted under dry and wet conditions, with mechanical stress applied. The lead was segmented into proximal, body, and distal sections for impedance analysis. The results revealed an abnormally low impedance in the proximal (connector) segment under wet conditions, indicating an insulation defect consistent with a short circuit. Further internal inspection revealed a cut in the internal insulation of the lead located approximately 3.5 cm from the connector pin. This finding is considered the likely cause of the abnormal electrical values reported by the physician. Actions were carried out to prevent the re-occurrence of this issue the vega r58, s/n (B)(6) was released prior to the implementation of the actions to prevent the re-occurrence. This complaint has been recorded for trending purposes.

Event description:
The implantation initially went smoothly. The physician secured the leads to the device and performed all measurements with the programmer while dr. Rohde began closing the pocket. The egm was normal. However, when the device was inserted into the pocket, the rv signal suddenly became a flat line, although pacing and capture were still present. Re-interrogation of the device did not resolve the issue. An ECG-based capture test showed a higher threshold than the psa (0.4 v vs. 1.25 v). The lead position had not changed. The team unscrewed the lead and reconnected it to the psa, but there was still no signal. With unipolar measurement, a signal was visible. Dr. (B)(6) removed the sutures on the sleeve and measurements were repeated, but without any improvement. The decision was then made to replace the lead with a new one.

Event description:
Reportedly, the implantation initially went smoothly. The physician connected the leads to the device and performed all measurements with the programmer while dr. Rohde began closing the pocket. The egm was normal. However, when the device was inserted into the pocket, the rv signal suddenly became a flat line, although pacing and capture were still present. Re-interrogation of the device did not resolve the issue. An ECG-based capture test showed a higher threshold than the psa (0.4 v vs. 1.25 v). The lead position had not changed. The team unscrewed the lead and reconnected it to the psa, but there was still no signal. With unipolar measurement, a signal was visible. Dr. Rohde removed the sutures on the sleeve and measurements were repeated, but without any improvement. The decision was then made to replace the lead with a new one.